Manufacturer narrative:
Philips service replaced the pedal and identified that sib board replacement was pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that no x-rays were generated during an exam, and pedal malfunction was suspected on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.